Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2012 and a mesh and cook biodesign were implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2012 and a mesh was implanted hysterectomy due to sui, and pop. It was reported that following insertion the patient experienced pain, infection, urinary problems, organ perforation, recurrence and dyspareunia. It was reported that patient underwent mesh revision on (B)(6) 2012 due to pelvic pain bladder infections and painful intercourse. No additional information was provided.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.